Event description:
It was reported that the p-wave sensing on the right atrial (ra) lead was very low at the current device settings. The physician was not concerned with the small p-waves and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: addr01 implantable pulse generator (ipg) implanted 2007 (B)(6). (B)(4).